Event description:
It was reported that patient faced infusion set detachment at site on (B)(6) 2026.

Manufacturer narrative:
E1: patient country: spainpatient city: (B)(6)name: medtronic minimedcountry: united states of americastreet: 18000 devonshire streetcity: northridgestate: californiazip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a reportable malfunction.request was performed for additional information including lot number; however, lot number was not provided.a complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration numberreporting site: 8021545manufacturing site: 3003442380.